Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were discrepancies with the continuous glucose monitor (cgm) readings. There was no reported impact to the customer's blood glucose level. The current pump will continue to be used for diabetes management.